Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube shaft profile. Microscopic examination of the balloon identified a pinhole 1mm distal from distal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with shaft polymer extrusion. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, initial attempt to inflate the balloon failed. The device was soaked in the waterbath at 37 degrees. An attempt was made to inflate the balloon however a pinhole was identified 1mm distal from distal markerband. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the anterior descending branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 8 atmospheres at the lesion site. The device was completely removed from the patient's body, and procedure was completed using another of the same device. There were no complications, and patient was stable post procedure. It was further reported that the 85% stenosed target lesion was moderately tortuous and calcified. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube shaft profile. Microscopic examination of the balloon identified a pinhole 1mm distal from distal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with shaft polymer extrusion. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, initial attempt to inflate the balloon failed. The device was soaked in the waterbath at 37 degrees. An attempt was made to inflate the balloon however a pinhole was identified 1mm distal from distal markerband. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the anterior descending branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 8 atmospheres at the lesion site. The device was completely removed from the patient's body, and procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
B5-describe event or problem: updated. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube shaft profile. Microscopic examination of the balloon identified a pinhole 1mm distal from distal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with shaft polymer extrusion. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, initial attempt to inflate the balloon failed. The device was soaked in the waterbath at 37 degrees. An attempt was made to inflate the balloon however a pinhole was identified 1mm distal from distal markerband. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the anterior descending branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 8 atmospheres at the lesion site. The device was completely removed from the patient's body, and procedure was completed using another of the same device. There were no complications, and patient was stable post procedure. It was further reported that the 85% stenosed target lesion was moderately tortuous and calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the anterior descending branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst at 8 atmospheres at the lesion site. The device was completely removed from the patient's body, and procedure was completed using another of the same device. There were no complications, and patient was stable post procedure. It was further reported that the 85% stenosed target lesion was moderately tortuous and calcified.